Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the wireless stations were not communicating on reboot. A technical support specialist connected to the station and disabled the wireless adapter on the stations listed by the customer, later identified that some stations on the list were incorrect, tss asked customer for dispatching field service technician but customer informed not to disable anything as the list included old internet protocol addresses that were not in service and had new active internet protocol addresses. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, stations rebooted, but they did not communicate unless they were rebooted a second time. I determined that stations that were once wireless but were later hardwired had this issue. I no longer had access to remove the wireless settings from the devices that were currently wired the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, stations rebooted, but they did not communicate unless they were rebooted a second time. I determined that stations that were once wireless but were later hardwired had this issue. I no longer had access to remove the wireless settings from the devices that were currently wired the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.